Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient reports that for the past months, his pump has not been receiving the correct information from to give himself his boluses via his meter remote. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter was not returned with the pump; the pump was paired with a test meter during investigation. The pump¿s history showed no evidence of cancelled boluses or time and date issues. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was successfully performed from the test pump, and correctly recorded in the pump¿s history. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly.